Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient was exposed but no image came up. Again tech shot, result is that no image was available. And error was displayed on ccs indicating unable to restarted, still image was not available. They lost patient images. It is possible that the image was retaken, resulting in additional radiation exposure.